Manufacturer narrative:
H2-h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs and exams were not received. Codes b26, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, version: 2.1.0, h3, h6) no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during a case, the surgeon was experiencing issues with navigation. There was a navigational inaccuracy. While troubleshooting, technical services (ts) video called the site contact. The surgeon stated that when holding the instrument in the field of electromagnetic (em) and visible in the tracking window, the cross hairs were not moving. Ts noted that they were in the registration tab and not navigation. Registration accuracy was 2.8mm. Once they proceeded to navigation, the 3d model was from the patient's upper lip to the middle of the bridge of the nose. Ts had site go back to images to review the scan and images were flagged as not optimal for stealth and appeared to have missing slices, therefore the navigation was inaccurate. Surgeon could accurately touch the tip of the patient's nose and it would appear accurately in the software, but once he had an instrument in the nasal cavity, he would lose navigation. Ts noted this was because there was no more slices for the anatomy he was entering, therefore a scan issue. Surgeon confirmed they used a 3rd party imaging site and cannot confirm if they used the stealth imaging protocol. A patient was present. Unknown delay.

Manufacturer narrative:
H2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was found the site was using the incorrect protocol. The resolution was confirmed on call.